Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, correction to g2 (also selected ¿other¿ which was inadvertently left off the initial report), and h4. Additional defects were found during device evaluation: cracks, scratches, chips, paint peeling off, angulation issues, grainy image, and water test failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: evis exera ii gif/cf type 165 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information (h3, which was inadvertently left off the initial report). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a gastrointestinal videoscope had a clogged nozzle with a foreign material of an unknown origin. The malfunction was noticed during disinfection of the device. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted to capture the reportable malfunction.